Event description:
The pt reported having surgery in (B) (6) 2009 to fix a problem with the system; the problem was unspecified. In (B) (6) 2010, the pt had return of symptoms. The implantable neurostimulator was reprogrammed. The pt symptoms improved. As of (B) (6) 2010, the pt was still having unspecified problems with the system. The pt programmer had been replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).